Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose was 205 mg/dl. Reportedly, multiple attempts were made to follow up with the customer; however, the customer did not provide any additional information.